Manufacturer narrative:
Additional suspect device components involved in the event: model #: sc-2218-50t. Model description: trial lead, 50 cm 0.014 inch stylet preloaded.

Event description:
A report was received that after the pt's leads were explanted during her trial, she had drainage at the explant site. The physician's assessment confirmed the pt had a dura puncture which was treated by blood patch. The pt is reportedly doing well after treatment.